Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. · the discrepant results were positive for the sars-cov-2, flu a, and/or rsv target. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. · based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the rsv target was identified only for sample ID (B)(6)nonly (1 out of 11 discrepant results). Per ticket text, the likely cause of this event remains contamination within the instrument which was causing the false positive samples. While a risk for potential amp tray carryover was identified for one rsv discrepant result, the positive swabs would consider instrument contamination as the likely cause for this event. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. The customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. As a result, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 4 complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. All four tickets were independently investigated and determined no product deficiency. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 was not identified.

Event description:
The customer reported they had received a series of false positive results on their alinity m resp-4-plex assay. The molecular application specialist (mas) created an amp kit mapping. The mas determined that it is most likely there was no amp kit cross-contamination. The following samples were the ones tested as false positives: sid (B)(6) for sars-cov-2 and rsv, sid (B)(6) for flua and rsv, sid (B)(6) for flua and rsv, sid (B)(6) for sars-cov-2, flua, and rsv, sid (B)(6) for rsv, sid (B)(6) for sars-cov-2. All the samples were retested on the genexpert instrument and the results were negative. On (B)(6) 2021 the customer ran 48 water samples on the alinity m instrument, which they all tested negative. The mas stated that most likely there was contamination within the instrument which had caused the false positive samples. The false positive results were not reported outside the laboratory. Therefore, there was no impact to patient management had been reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.